Event description:
Related manufacturer reference number: 2017865-2022-00244. It was reported that a patient presented in-clinic for a routine, unrelated generator change procedure. During the procedure, the patient's right ventricular (rv) lead was found to have insulation damage due to the patient twiddling the lead. No additional malfunctions were reported. Additional insulation damage was found on the right atrial (ra) lead as well. Both leads exhibited no additional malfunctions. The rv lead was capped and replaced and the ra lead was repaired on (B)(6) 2021. The patient was stable throughout.

Event description:
New information received notes that failure to capture and high capture thresholds were observed on the right ventricular (rv) lead.